Event description:
It was reported during preparation for use for an unspecified procedure, the connector on the video system center was not working. The issue delayed the procedure and extended the patient's anesthesia/sedation for 30 minutes. The procedure was completed with a replacement device. There was no reported patient impact.